Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a revision surgery due to humeral component loosening. Removal of the stem, tray and insert and glenosphere.

Event description:
It was reported that the patient underwent a revision surgery due to humeral component loosening. Removal of the stem, tray and insert and glenosphere.

Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Since the medical reports were provided, the opinion of the medical expert was requested and stated as following: "in this case there is aseptic loosening (non-infectious) because of the failure of osseointegration of the humeral component. There are no factors that can be distilled from the provided medical information that explain this event". More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.